Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late open conversion after thoracic endovascular aortic repair https://doi.org/10.1016/j.jvs.2018.11.019 hyun-chel joo, young-nam youn, joon ho kwon, jong yun won, do yun lee, young-guk ko, donghoon choi and kyung-jong yoo. J vasc surg 2019 vol 70 issue 2. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a thoracic chronic type b aortic dissection on an unknown date. It was reported that 123 months later the patient presented with sac enlargement without endoleak. An open conversion was carried out with graft replacement of the thoracoabdominal aortic aneurysm.